Event description:
It was reported that a spectrum iq infusion pump failed volume test in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. Evaluation had the flowline run a flow test and device delivered within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The m2 & m3 springs will be replaced as a precautionary measure to ensure continued accurate delivery rates. Should additional relevant information become available, a supplemental report will be submitted.